Event description:
It was reported that the insulin pump alarmed low battery. The battery longevity was two hours. The insulin pump also alarmed weak battery. The anomaly persisted with the battery cap replacement. Customer's blood glucose level was 169 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected low battery noted and normal operating currents. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.